Event description:
Cutaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of essure coil") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pain and discomfort"), pelvic discomfort ("severe pain and discomfort"), alopecia ("hair loss"), fatigue ("fatigue"), menstruation irregular ("irregular menstrual cycle"), infection ("chronic infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent surgery to remove fallopian tubes, uterus). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine haemorrhage, pelvic pain, pelvic discomfort, alopecia, fatigue, menstruation irregular, infection and vaginal discharge had resolved. The reporter considered alopecia, device dislocation, fatigue, infection, menstruation irregular, pelvic discomfort, pelvic pain, uterine haemorrhage and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure coil') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("severe pain and discomfort"), pelvic discomfort ("severe pain and discomfort"), alopecia ("hair loss"), fatigue ("fatigue"), menstruation irregular ("irregular menstrual cycle"), infection ("chronic infection"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (underwent surgery to remove fallopian tubes, uterus). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine haemorrhage, pelvic pain, pelvic discomfort, alopecia, fatigue, menstruation irregular, infection and vaginal discharge had resolved and the hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered alopecia, autoimmune disorder, device dislocation, fatigue, hypersensitivity, infection, menstruation irregular, pelvic discomfort, pelvic pain, uterine haemorrhage and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure coil') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("severe pain and discomfort"), pelvic discomfort ("severe pain and discomfort"), alopecia ("hair loss"), fatigue ("fatigue"), menstruation irregular ("irregular menstrual cycle"), infection ("chronic infection"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (underwent surgery to remove fallopian tubes, uterus). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine haemorrhage, pelvic pain, pelvic discomfort, alopecia, fatigue, menstruation irregular, infection and vaginal discharge had resolved and the hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered alopecia, autoimmune disorder, device dislocation, fatigue, hypersensitivity, infection, menstruation irregular, pelvic discomfort, pelvic pain, uterine haemorrhage and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: new events were added: allergy symptoms/hypersensitivity, auto-immune symptoms and reporter information were updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), pelvic pain ("severe pain and discomfort"), pelvic discomfort ("severe pain and discomfort"), alopecia ("hair loss"), fatigue ("fatigue"), menstruation irregular ("irregular menstrual cycle"), infection ("chronic infection"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (underwent surgery to remove fallopian tubes, uterus). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abnormal uterine bleeding, pelvic pain, pelvic discomfort, alopecia, fatigue, menstruation irregular, infection and vaginal discharge had resolved and the hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abnormal uterine bleeding, alopecia, autoimmune disorder, device dislocation, fatigue, hypersensitivity, infection, menstruation irregular, pelvic discomfort, pelvic pain and vaginal discharge to be related to essure. The reporter commented: insertion details-right 9 left 1 coils were noted diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received-new reporter, insertion details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of essure coil") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pain and discomfort"), pelvic discomfort ("severe pain and discomfort"), alopecia ("hair loss"), fatigue ("fatigue"), menstruation irregular ("irregular menstrual cycle"), infection ("chronic infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent surgery to remove fallopian tubes, uterus). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine haemorrhage, pelvic pain, pelvic discomfort, alopecia, fatigue, menstruation irregular, infection and vaginal discharge had resolved. The reporter considered alopecia, device dislocation, fatigue, infection, menstruation irregular, pelvic discomfort, pelvic pain, uterine haemorrhage and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.